Event description:
Customer called to report the pump was going to a version message and a full segment display everytime the select button was pressed. Device was not dropped, bumped, or exposed to moisture.